Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed no wobbling of the roller pump shaft. He found the roller pump guts to move slightly when under torque load which is inherent to the roller pump to allow for proper function.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump gut shaft was wobbling. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was not confirmed. During testing of the device at the service center, the service repair technician (srt) found no wobbling issues. The pump was ran at full speed and full occlusion and there was no indication of any wobble. When he tightened down the gut assembly to torque specification, the pin on the top of gut assembly bent. The srt replaced the gut assemble as a precaution. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.